Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the drill was broken. According to sales rep, the while drilling the tip of drill broke. The surgeon removed all fragments.

Manufacturer narrative:
Evaluation summary: the reported event of the broken drill could be confirmed. Based on the investigation, the root cause dull/blunt drill was attributed to a user related issue. The device inspection of the returned piece showed that the cutting flutes and the tip of the drill are blunt. Furthermore there are dents and the place of fracture shows necking and revolving stress marks. These damages may result from an interaction with another device or high force application. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the drill was broken. According to sales rep, the while drilling the tip of drill broke. The surgeon removed all fragments.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.